Event description:
Legal claim alleges the patient was revised to address failure of the hip implant. Update: (B)(6) 2011 - litigation papers received. Papers allege that patient was revised to address pain emanating from the acetabular area. Doctor noted that there was absence of bone posteriorly. The implant had become loose and generated excessive metal debris in patient's body. Additionally, litigation papers allege that doi was (B)(6) 2007 and dor was (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.